Event description:
Customer was hospitalized for dka. It was confirmed in the history that an alarm occurred. The customer changed out the set, but did not realize that the pump lost all settings. At the end of the call, the customer was educated on the findings that lead to the event. Additionally, the customer was advised to follow the two high blood glucose rule.